Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their right ventricular (rv) lead exhibited noise oversensing and a decrease in pacing impedance. No intervention was performed. The patient experienced no consequences.